Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during implementation of the left tibia nailing surgery a nail reportedly broke. The surgeon was able to remove the nail due to total blocking of the nail fixing part with its ancillary and after the final lock and reamed intramedullary canal, thereafter the surgeon used a larger diameter nail (9). Upon receipt of the nail, it was found that the thread of the connecting screw is broken off and is stuck in the nail. The nail was found to be intact and was not broken. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: february 24, 2011. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the connecting screw was found broken at the outside thread. The first 10-15mm of the screw were broken and still jammed in the nail. Furthermore, marks and nicks were discovered at the knurled surface. There are marks of forcible and inadequate use at the head of the nail. A forceps or similar instrument was certainly used on the implant. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Because of the various signs of damage on the connecting screw, it is likely that the threaded part was not inserted/aligned correctly into the nail. Also, during the screwing portion of the procedure, there were likely high applied mechanical forces on the connecting screw which could cause the complained issue. The complaint relevant dimensions were checked, as far as possible, and found to be in compliance with specifications. The microscopic view of the broken surface does not show any anomalies, which indicates material conformity to the specifications. Based on the investigation results, the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.